Event description:
During a check-out procedure at the manufacturer's service center, a ventilator's lcd was observed to be blank. The device was not in patient use. The device's lcd display was replaced to address the issue.